Manufacturer narrative:
Device evaluated by manufacturer - evaluation of returned samples is summarized.

Manufacturer narrative:
Aso/manufacturer reached out to consumer/end user on 2 occasions to request samples of the remaining device/product by return mail for investigation and testing; to date there has been no response. Device evaluated by manufacturer. Evaluation of a representative sample of the related medical device is summarized.

Event description:
The consumer/end user reported that the device/product tore the skin when removing it, and irritated the wound that the bandage was covering.